Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not alarming when the insulin was low, had reset the insulin pump setting with almost every battery change and priming and rewind were loud and had to be done more than once occasionally. The customer¿s blood glucose level as unknown. The insulin pump will not be returned for analysis.